Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the shaft was noted to be separated, 9.0 cm from the distal end. Only the distal part was returned, the stent was still mounted on the balloon. Traces of dried blood residue were noted on the outside of the balloon. Functional testing: the stent was removed from the ballooon. The balloon was pressurized with water to 12 atms for four hours; no pressure loss or leakage was noted from the balloon part, or catheter length which was rec'd. Testing was repeated five times; no pressure loss or leakage was noted. The exact cause for the reported difficulty could not be determined.

Event description:
The distal balloon ruptured and separated from the shaft.